Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information was provided; one x-ray was reviewed. The x-ray is not relevant for this complaint, due to it being taken at a later date. The sales rep has confirmed any revision correlating with the x-ray received has been cancelled. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item # 16-104170 rnglc+ ltd hole fin shell sz70 lot# 124780r; item # 11-107020 freedom constr hd 36mm t1 +6mm lot# 879950; item # 11-301312 arcos con sz b hi 60mm lot# 935070; item # 11-300818 arcos 18x150mm spl tpr dist lot# 576520. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Review of the sterilization certificate confirms that the lot was sterilized according to specifications. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level. Therefore, it is unlikely that the specified device caused any patient infection. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03867. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial right total hip arthroplasty. Subsequently the patient was revised approximately 6 months later due to unknown reasons; the head and liner were removed and replaced. Approximately 4 months after that, patient was revised again due to migration and infection. The cup was removed and a hip spacer was put in. It was noted that a revision is scheduled. No further information available at the time of this report.